Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medical history of right branch bundle block (rbbb). The length of the membranous septum was 1.6mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, the valve was able to be implanted successfully at a depth of 3mm on the non-coronary cusp (ncc) and 4.5mm on the left-coronary cusp (lcc). The patient was developed with a complete atrioventricular block (cavb) and a temporary pacemaker was placed to stabilize the cardiac rhythm then the patient was transferred to the intensive care unit (ICU). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was reported to be in a stable condition.

Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.